Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens but the lens flipped upside down in the patient's eye. The lens was removed and the surgeon re-loaded the lens. The surgeon inserted the lens and the lens flipped upside down again. The lens was removed and the backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).